Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single pt sample that was generated by the access 2 instrument. The accu tnl result was 21.99ng/ml. The accu tnl result was reported out of the lab. The customer re-tested the pt original sample for accu tnl. The reported accu tnl result was 0.04ng/ml. A corrected report has been issued. On the same day, a new sample was collected from the pt and tested for accu tnl. The result was "<0.01". Based on available info, the pt was given integrilin and heparin. The customer did not receive any report of pt injury requiring medical intervention connected with this event.